Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument cannot confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2018 via tha. After the trial sleeve was inserted to the patient¿s femur, it was reported that the surgeon felt difficulty to remove the trial sleeve because the connection part of the sleeve introducer and introducer handle were detached when the surgeon hit the connection part to release while the trial sleeve was removed. The surgeon attempted to remove the trial sleeve several times, and finally it was removed by using elevators. The same condition was occurred (difficulty to release) when the sleeve was implanted to patient¿s femur. There was less than 30min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.